Event description:
The company representative went to charge an ins prior to the implant procedure and a power on reset (por) displayed on the recharger. The ins was interrogated with 8840 twice up until it required lead configuration but no por message seen. The ins was checked again with the recharger and the por cleared and was able to charge fine. The company representative confirmed that the ins was never opened and remains sterile in the original package. Interrogation was done through the box.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).